Event description:
Information received indicates that during the case when the surgeon tried to pace the patient, therapy was not delivered.intra-operative troubleshooting measures were attempted , but the wire still would not work. The product was abandoned at implant and replaced during the case with no reported consequence to the pateint.